Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while reportedly the lifevest. It was reported that the patient was at the hospital at the time of the event. The lifevest first detected an arrhythmia at 07:16:11 on (B)(6) 2017. The patient's rhythm was vf. The patient was externally defibrillated at 07:16:15, four seconds after the arrhythmia was detected. The lifevest did not have enough time to deliver a treatment shock before the external defibrillation occurred. The patient's post-shock rhythm was vf with a return of spontaneous cardiac activity after 14 seconds leading to bradycardia at 50 bpm. Gel was released and then an inappropriate shock was delivered while the patient was in bradycardia at 07:17:00. The post-shock rhythm was accelerated idioventricular rhythm at 80 bpm. A second arrhythmia was detected at 07:21:01. The patient's rhythm was vf. The lifevest delivered a shock at 07:21:37. The post-shock rhythm was accelerated idioventricular rhythm at 80 bpm. A third arrhythmia was detected at 07:25:39. The patient's rhythm was vf. The lifevest delivered a shock at 07:26:12. The post-shock rhythm was bradycardia at 30 bpm. A fourth arrhythmia was detected at 07:30:16. The patient's rhythm was vf. The patient was externally defibrillated at 07:30:51, 35 seconds after the arrhythmia was detected. The lifevest did not have enough time to deliver a treatment shock before the external defibrillation occurred. The patient's post-shock rhythm was vf with occasional ventricular beats. The lifevest then delivered a shock at 07:31:04. The post-shock rhythm was accelerated idioventricular rhythm at 80 bpm. At 07:31:56 and 07:32:08, the lifevest detected an arrhythmia. The patient's rhythm at the time was vf. The patient was externally defibrillated at 07:32:23 while the rhythm was asystole with intermittent cardiac activity. The lifevest did not have enough time to deliver a treatment shock before the external defibrillation occurred. The post-shock rhythm was nine seconds of asystole followed by bradycardia at 30 bpm and sinus rhythm at 60 bpm. The patient remained in sinus bradycardia and/or sinus rhythm following the last treatment until the electrode belt was disconnected at 07:33:11. The patient passed away later on (B)(6) 2017.